Event description:
Information was received that during the use of a smiths medical tracheostomy, the cuff was unable to be inflated. The tube was changed out. No patient adverse events resulted.

Manufacturer narrative:
Device evaluation: one portex blue line ultra suctionaid sample was received in used condition without the original packaging. Immediate visual inspection detected no issues or damage in the sample. An inflation and leak test was completed and a leak was found in the cuff of the device. The cuff assembly operation and inflation line assembly were reviewed. Samples were audited during thirty two (32) units finding no issues and no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. In addition, a DHR review was completed. Based on the evidence and testing, the complaint was confirmed. The problem source was listed as unknown.